Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. A 4.00x20mm promus premier¿ stent was advanced for treatment and was successfully deployed. However, when the stent delivery system was removed post-stent deployment, it was noted that the shaft was broken. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that shaft break occurred. A 4.00x20mm promus premier¿ stent was advanced for treatment and was successfully deployed. However, when the stent delivery system was removed post-stent deployment, it was noted that the shaft was broken. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: promus premier us mr 2.25 x 32mm stent delivery system was returned for analysis. The stent was not returned as it was deployed during the procedure. The balloon was examined; the balloon folds were opened. The balloon appeared to have been inflated and deflated. The distal end of the balloon appeared to be bunched. A leak test was carried out: the balloon was inflated to rated burst pressure, there were no issues with the inflation. There were no leaks noted in the device. A vacuum was pulled and the balloon deflated fully in 3s, which is within the specified time. A visual and tactile examination of the device found multiple hypotube kinks. An examination of the shaft polymer extrusion identified a bunch in the inner shaft polymer extrusion at 2mm distal of the bi-component bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).